Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Externalized conductors were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.